Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using rhbmp-2/acs and a cage. Approximately 6 years post-op, the patient is reportedly experiencing pain and difficulty breathing. The patient is reportedly still wearing a back brace after surgery. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient underwent fusion surgery at lumbosacral spine in which rhbmp-2 was used.